Event description:
It was reported that the patient experienced physical pain. Due to pending legal matters, no detailed information, implant or radiographs were available for further investigation.

Manufacturer narrative:
Due to pending legal matters, information, radiographs and the implant are not available for the investigation.